Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with touchscreen became unresponsive and difficult to wake when the device was cool or at room temperature, requiring the user to warm it before the screen would respond, and the display sometimes turned off during use; the issue affected the touchscreen component and aligned with an unexpected shutdown device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that a software problem was identified associated with the touchscreen and unexpected shutdown behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.